Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Reportedly, the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 568 mg/dl and manual injections were used to correct. Reportedly, the customer reverted to manual injections for insulin therapy.